Event description:
It was reported, the patient was unable to get coupling bars. Bandages were present over the pocket site and there appeared to be bulky clothing present. The patient moved the antenna onto her skin and got 38 after attempting the antenna locate feature. No coupling bars were black. The implantable neurostimulator (ins) showed 50% charge. It was reported that the patient has had multiple problems with recharging. There was a coupling and a communication problem. When the patient would start to recharge she would see coupling bars on the screen but it only lasts a moment and then the reposition antenna screen would come up. It was noted that the implantable neurostimulator (ins) did not lay flat under the patient¿s skin and there was a ¿little piece of rubber that sticks out, like a little nipple like, and she had to search for the battery so that was why she used her hand to push that little thing around and not the belt.¿ it was noted that this had always been the case. Patient had tried spacers without success. The company representative reported on (B)(6) 2013 that the patient continued to experience coupling issues and that they met with the patient to help troubleshoot charging issues. The battery was slightly tilted and coupling was unable to be obtained. A battery/pocket revision was going to be scheduled. Refer to manufacturer report #3004209178-2013-19621.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).